Event description:
Journal article received as follows: harrop, j.s. Sharan, a.d. Et al. (2010 july). Impact of a standardized protocol and antibiotic-impregnated catheters on ventriculostomy infection rates in cerebrovascular patients. Neurosurgery, 67:1, 187-191. Jefferson medical college submitted a study to the neurosurgery journal (volume 67/number 1/july 2010) titled "impact of a standardized protocol and antibiotic-impregnated catheters on ventriculostomy infection rates in cerebrovascular patients." Within that article, the physicians disclose their findings regarding the infection rates after implementing a standardized protocol for ventriculostomy catheter insertion with and without the use of antibiotic impregnated catheters. The physicians released the results during use of the cook incorporated spectrum ventricular drainage catheter set.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 43 mg/dl and 435 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: device manufacture date for meter serial number (B)(4) is unknown. The device manufacture date is the complaint awareness date.